Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set disconnected from the chamber. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the tubing was disconnected from the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the disconnection was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.